Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of black mold, sinus issue, headache. There was no report of serious or permanent patient harm or injury. The device was returned but not yet evaluated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black mold, sinus issue, headache. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an external device evaluation, which showed no signs of contamination on the outside of the device. The manufacturer completed an internal visual inspection of device. The manufacturer found an unknown black contaminate in spots on the bottom enclosure of the base unit. The manufacturer reviewed the device¿s downloaded event log. The manufacturer found no error logged. The device hooked up to a known good power supply, airflow was verified, and the device operated correctly. The manufacturer confirmed there was no evidence of sound abatement foam degradation.